Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of the patient that the transmitter stopped transmitting on (B)(6) 2015. The foreign distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).